Event description:
It was reported that the bed would slide when brakes engaged due to delaminated casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported the casters had delaminated which may result in a reduction of brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported the casters had delaminated which may result in a reduction of brake force. Follow-up submitted with evaluation results which determined the bed would slide when the brakes were engaged due to delaminated casters.